Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that," the tip of the stem inserter the expanding metal collet does not seat fully into the stem."